Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and diabetic ketoacidosis. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and did not feel okay to trouble shoot. It was also reported that the insulin pump had insulin flow blocked alarm and declined trouble shooting for issue. The insulin pump will be returned for analysis.